Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. High potential (high voltage) test (hipot) failed between the ring electrode and the inner coil conductors. Dissection of the lead found an internal insulation abrasion breaching between the ring electrode and the inner coil lumens beneath the right ventricular shock coil with abraded ethylene tetrafluoroethylene (etfe) coating of one ring electrode cable and polytetrafluoroethylene (ptfe) liner of the inner coil. The cause of the reported event was due to exposure of ring electrode and inner coil conductors at the abrasion region beneath the right ventricle shock coil.

Event description:
Additional information was received indicating the noise resulted in oversensing on the right ventricular lead.